Event description:
During a anterior cruciate ligament repair the fast-fix 360 curved ndl dlvry sys, t1 device and t2 pre-deployed. The 2 fast fix (one straight, one curved) did not deploy as they should. After inserting the implant, the second was already floating in the joint without triggering or going back too far.

Manufacturer narrative:
Investigation of the one fast-fix 360 curved ndl dlvry sys, ei device was returned for evaluation of the reported complaint mode, "t2 pre-deployment¿. The device was received with both implants off the device, and the actuator appears jammed. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to these facts, we are unable to determine what may have caused the user to experience the reported incident. (B)(4).